Manufacturer narrative:
Lot review: a review of lot# 3264065 showed (B)(4) units were manufactured, tested, inspected and released in 06/16 citing no exception documents. Visual receipt analysis: 12/21/2016 - received one used 011-42584-05, transpac IV monitoring kit, lot# 3264065. The device was observed to leak at the bonding site of the admin tubing and the male luer connected to the squeeze flush. Functional testing: unit was pressure tested. Unit was observed to leak from the admin tubing to male luer that attaches to the squeeze flush. Final analysis summary: the reported complaint of leaking was confirmed in the admin tubing that is bonded to the male luer that connects to the squeeze flush. The root cause of the failure was from a channel leak. Manufacturing and quality have been notified for their heightened awareness. It was misreported by the customer as to where the leak was located and this would not be a reportable per our criteria. ICU will continue to trend this issue.

Event description:
Complaint received regarding one 011-42584-05, transpac IV monitoring kit, lot# 3264065 (mfd. 06/16). Report states: leakage. No adverse patient consequences reported.

Manufacturer narrative:
Lot review: a review of lot# 3264065 showed (B)(4) units were manufactured, tested, inspected and released in 06/2016 citing no exception documents.

Event description:
Complaint received regarding one 011-42584-05, transpac IV monitoring kit, lot# 3264065 (mfd. 06/2016). Report states: leakage. No adverse patient consequences reported.